Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl and the ketone level was high. Insulin injections were administered in an attempt to lower the bg level. The customer went to the emergency room for the high bg and diabetic ketoacidosis (dka). The customer was admitted to the hospital and treated with an insulin drip and fluids. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The healthcare provider was unable to say if there was any permanent damage. The customer was using insulin injections for insulin therapy.